Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed all functional testing. It was noted that the upper case was broken, both bail covers were broken, the ring cover and ring were missing and the keyboard was scratched. (B)(4).

Event description:
It was reported the device is not capturing. The device was returned for repair. No patient complications were reported as a result of this event.